Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011according to the complainant, during the procedure when the physician was advancing the tube through the patient's stoma site it was noted there was a buildup of silicone just above the where the pullswire attaches to the peg tube. This made it difficult for the physician to pull the peg tube through the stoma site. The physician pulled harder than usual and was able to complete the procedure with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as the device is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.